Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed multiple pump reboots. The battery cap was unable to fully tighten. The battery cap threads were observed to be damaged and the battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged as well. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. The cartridge compartment was observed to be damaged and the cartridge cap was unable to fully secure. A test cartridge cap was used for all testing the pump was exercised with a test battery cap and test cartridge cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination inside the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.